Event description:
The customer reported via the sales rep that during insertion, the unit broke and disassembled. It is further reported that the unit was inserted as per the IFU. It is further reported that all pieces were retrieved and another unit was used to complete the procedure. It is further reported that there are no adverse consequences.

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.